Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/cramping') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (batch no. C59247) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), migraine ("migraines") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, migraine and influenza like illness outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, influenza like illness and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/cramping') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (batch no. C59247, c36388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), migraine ("migraines") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, migraine and influenza like illness outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, influenza like illness and migraine to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received. Lot number & reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/cramping') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (batch no. C36388-not valid,c59247) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), migraine ("migraines") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, migraine and influenza like illness outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, influenza like illness and migraine to be related to essure. Lot number reported (c36388) is not valid. Batch no c59247 production date 2014-05-22 expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/cramping') and genital haemorrhage ('heavy bleeding') in a 24-year-old female patient who had essure (batch no. C36388-not valid,c59247) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), migraine ("migraines") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, migraine and influenza like illness outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, influenza like illness and migraine to be related to essure. Lot number reported (c36388) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/cramping') and genital haemorrhage ('heavy bleeding') in a (B)(6) female patient who had essure (batch no. C59247) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe lower back pain"), migraine ("migraines") and influenza like illness ("flu like symptoms"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, migraine and influenza like illness outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, influenza like illness and migraine to be related to essure. Quality-safety evaluation of ptc: we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Case became serious incident. Essure removal done. Product indication and essure stop date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.